Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir had leak at past second o ring. The plunger kept falling out when loading the insulin. The leak occurred during reservoir fill from vial. All the component were presented. The infusion set was bent. No harm requiring medical intervention was reported. The device will not be returned for analysis.